Event description:
It was reported that an exactamix 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked at the connection of the middle tube. This was observed during use in the pharmacy. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6, h10 h4: the lot was manufactured between august 26, 2023 to august 28, 2023. H10: the actual device was received for evaluation. Visual inspection was performed which observed liquid inside the unused spike port cover area of the sample. A functional leak test was performed which observed a small leak at the spike port membrane area only. Magnified inspection verified a small tear/hole at the spike port membrane area of the sample. The reported condition was verified. The cause of the leak was a damaged spike port. The cause of the damaged spike port could not be determined; however, a potential cause was due to the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.